Event description:
Procedure: colectomy; patient sex: unk, the original report in 2006 stated, the instrument could not be fired at all and was designated as a non adverse event. However, upon repeated follow up inquiries with the event reporter, it was reported on 10/18/2006, that, the instrument was applied on tissue, but it would not staple and it could not be reopened. This lead to torn tissue with required suturing. Based on this additional information and clarification, these event was reclassified as an adverse event and an MDR was drafted after the original report date.

Manufacturer narrative:
Based on additional information received 10/18/2006 from tyco france, this report has been reclassified as an adverse event. Therefore, the event has been recorded and this MDR report has been drafted after the original report date.